Event description:
Treatment of an aneurysm located in the ophthalmic segment of the right ica (internal carotid artery). On (B)(4) 2013, the patient underwent coiling embolization treatment. During the deployment of the third implant coil in the procedure, it was reported that the coil was successfully detached after placement in the aneurysm; however, the proximal end of the implant coil was still stuck in the echelon catheter as it was withdrawn back. The physician attempted to use the pushwire to push the proximal end of the implant coil out of the catheter without success. Upon pulling back on the catheter again, the proximal end of the implant coil came out of the catheter and was now in the parent artery. Considering that the detached implant coil was coming out of the neck of the aneurysm and into the parent artery, the physician advanced a rebar 27 in order to deliver a solitaire stent to pin the coil to the vessel wall. However, after several angiographies, it was discovered that the proximal segment of the implant coil was sticking straight out of the aneurysm and did not need to be pinned to the vessel wall. The solitaire stent was not used and the procedure was completed without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation with the echelon catheter, but without the implant coil as it was implanted in the in the patient. The evaluation could not determine the cause of the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4) follow-up 1.